Manufacturer narrative:
Device not accessible for testing: at this time, the customer has not requested for getinge to evaluate the iabp unit. A getinge field service engineer (fse) has noted that the ac module accessory was physically damaged and that a replacement removable power supply was sent to the customer. A supplemental report will be submitted when additional information is provided. Not returned to manufacturer.

Event description:
It was reported that the adapter for the cardiosave intra-aortic balloon pump (iabp) was not working. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10. The getinge field service engineer (fse) confirmed that the customer had received and installed the ac module and returned the iabp unit to use. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g4, g7, g8, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: d5, g1 (contact person ¿ mfg site).

Event description:
N/a.